Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had experienced some syncopal episodes. System evaluation noted this right ventricular lead was exhibiting loss of capture and a significant increase in impedance measurements. A lead fracture was revealed and the lead was removed from service and replaced without further incident.